Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the day post implant this device system was evaluated and increased right ventricular (rv) lead capture thresholds at 1.6 v at 1.0 ms were noted. An x-ray was done which showed that the lead had moved slightly. The rv pacing outputs were programmed to 7.5 v at 1.0 ms and follow-up was scheduled in approximately one month. At this time, there is no plan to revise the lead as the patient is not pacemaker dependent. There were no adverse patient effects.